Event description:
The dr was using a commed pencil, during a masectomy procedure. The dr then heard a ringing tone. He placed the pencil down inactivated on the pt. The pencil caused a burn on the pt about 1 cm in length.